Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for ten unknown screws. Part and lot numbers were not provided by reporter. UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that ten screws were removed from a patient's ankle due to pain. Patient was initially implanted with unknown number of screws on unknown date. Patient reported pain on unknown date. Patient returned to the operating room on (B)(6) 2016 and ten screws were removed. Removal surgery was successfully completed without surgical delay. The patient's fracture was reported as being healed and the patient was in stable condition after surgery. Incident occurred during removal surgery was captured under complaint (B)(4). This report is for ten unknown screws. This is report number 1 of 1 for complaint (B)(4).